Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported leak was due to the observed cracked dilator flush port. The cracked dilator flush port appears to be related to a potential product quality issue. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that during preparation of the steerable guide catheter (sgc), a loss of fluid column occurred. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the steerable guide catheter (sgc), a loss of fluid column occurred. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.